Event description:
Information was received that this endograft was explanted for an unknown reason. Additional information has been requested, however, as of the date of this report, no additional information has been received.